Manufacturer narrative:
No product was returned for evaluation nor were radiographic images provided to confirm the alleged event. No bone quality test results provided. At this time alleged event could not be confirmed. Even though root cause cannot be confirmed patient's fall may have contributed to alleged event.

Event description:
Information was received indicating patient underwent a revision procedure post experiencing a fall.